Event description:
An implant card was received which indicated that the patient underwent generator and lead replacement due to lead discontinuity. It is unknown when the lead discontinuity was first observed and whether or not patient manipulation or trauma occurred that could have caused or contributed to the lead discontinuity. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.